Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated he was at the store and cgm was displaying 160mg/dl; however, the patient was not feeling well and checked his blood sugar and the bg meter was displaying 42mg/dl. The patient purchased 3 gatorades and sat down after drinking them. The patient indicated that they called 911 and when the ambulance showed up, he was feeling better and did not need their assistance. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.